Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the piece that holds the oxygenator to the venous reservoir was broken. There was no pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the neck clips dislodged from the oxygenator neck. The most likely source of the event appears to be damage as a result of an outside force. These units are 100% visually inspected prior to shipment. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.